Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's spouse reported via phone call indicating that the customer experienced high blood glucose of 500 mg/dl due to eating too much chips and salsa. The customer was treated for the high blood glucose with insulin. The caller declined troubleshooting the issue and did not return their insulin pump back for analysis.